Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿scan timeout/scan error¿ error message in which they had to wait ¿more than 3 minutes to receive a reading¿ on the adc device. As a result, the customer experienced symptoms described as ¿shouting and screaming¿, sweating, and a loss of consciousness. The customer had contact with a healthcare professional and was provided a glucose gel for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. They were able to successfully receive high/low glucose alarms samsung galaxy a13 -11-2819305 UK, and did not identify any issues with the freestyle librelink. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿scan timeout/scan error¿ error message in which they had to wait ¿more than 3 minutes to receive a reading¿ on the adc device. As a result, the customer experienced symptoms described as ¿shouting and screaming¿, sweating, and a loss of consciousness. The customer had contact with a healthcare professional and was provided a glucose gel for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Smartphone compatibility with the use of freestyle librelink and freestyle libre 2 apps and the samsung a13 device has not been tested at the time of the investigation. Successfully scanned a sensor using the android version of the application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿scan timeout/scan error¿ error message in which they had to wait ¿more than 3 minutes to receive a reading¿ on the adc device. As a result, the customer experienced symptoms described as ¿shouting and screaming¿, sweating, and a loss of consciousness. The customer had contact with a healthcare professional and was provided a glucose gel for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.